Event description:
An initial report of patient hospitalization was made to united therapeutics on 02-nov-2022 and forwarded to millyard advanced medical products llc on 03-nov-2022. The patient's daughter reported both pumps had become wet inside, alarmed and failed. The first pump failure occurred (B)(6) 2022, but was not reported until the call on (B)(6) 2022 regarding the failure of the second pump. The patient then went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 02-dec-2022 (report number 3016798778-2022-00015). Additional information was received by millyard advanced medical products, llc on 31-jan-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation confirmed the user received pump failure alarms on 01-nov-2022 and 29-oct-2022. Inspection of the main and back-up pumps revealed evidence of remodulin ingress that likely triggered the alarms. As no cassettes were returned, the cause of the ingress could not be determined.